Manufacturer narrative:
An investigation has been initiated. We are currently waiting for additional information and the return of the device for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As guidewire was threaded through the needle, wire frayed and could not be retracted completely. The wire required open incision for removal.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Requests for additional information and device return were not successful. The device contract manufacturer conducted a review of the manufacturer records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. Without an evaluation of the device a root cause cannot be determined. The instructions for use (IFU) contains the following warnings and precautions: do not advance the guidewire against resistance until the cause of the resistance has been determined. Do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the introducer needle or sheath dilator and guidewire must be removed together. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.